Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("cramping"), weight increased ("weight gain") and scar ("permanent scars after the surgery"). The patient was treated with surgery (laparoscopic right salpingectomy and left partial salpingectomy (with coil removal) on (B)(6) 2008). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, abdominal pain, weight increased and scar outcome was unknown. The reporter considered abdominal pain, pelvic pain, scar and weight increased to be related to essure (ess205). The reporter commented: she began experiencing pelvic pain, cramping and weight gain shortly after the procedure. Most of her symptoms resolved after the (B)(6) 2008 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and shortly after the procedure presented pelvic pain ("severe pelvic pain"). Essure was removed via laparoscopic right salpingectomy and left partial salpingectomy eight months after its placement. Non-serious events were additionally reported. Most of the symptoms resolved on the day of removal. Pelvic pain is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, pelvic pain occurred shortly after insertion. Given event's nature and absence of alternative explanation causality of essure cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device location of device: fallopian tubes/perforation (fallopian tube(s))"), device breakage ("broken and broken in fallopian tubes"), pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity in 1994, parity in 1997, parity in 2004, parity on (B)(6) 2005, parity on (B)(6) 2007, pseudotumor cerebri in 2000, papilledema, herniated disc, foot injury, trauma, sciatica, pre-eclampsia, rash, amenorrhea, d & c in 2005, bleeding postpartum, food allergy, food allergy, latex allergy, fruit allergy and environmental allergy. Previously administered products included for an unreported indication: provera. Concurrent conditions included asthma. Family history included hypertension (father), coronary artery disease (father) and stroke (father). Concomitant products included acetazolamide (diamox) since 2002, alprazolam (xanax) since 2003, budesonide w/formoterol fumarate (symbicort), ciprofloxacin (labetrol) since 2002, escitalopram oxalate (lexapro) since 2004, fluticasone propionate (flonase), galenic /glucose/sodium cl/potassium cl/ since 2002, hydrochlorothiazide since 2002, lisinopril since 2002, topiramate (topomax) since 2002, triamterene since 2002, valproate semisodium (depakote) since 2002 and vicodin. In (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction") with rash and urticaria, loss of libido ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), eczema ("eczema"), dry skin ("dry skin"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines/headaches (frequently - not able to specify how often and severe)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), weight increased ("weight gain"), scar ("permanent scars after the surgery"), abdominal pain ("abdomen pain (not able to quantify ¿ frequently and severe)"), arthralgia ("hips pain (not able to quantify ¿ frequently and severe)"), back pain ("back pain (not able to quantify ¿ frequently and severe)"), muscle spasms ("spasms") and complication of device removal ("complication of device removal"). The patient was treated with surgery (laparoscopic right salpingectomy and left partial salpingectomy (with coil removal) on (B)(6) 2008) and surgery (laparoscopic right salpingectomy and left partial salpingectomy (with coil removal) on (B)(6) 2008). Essure (ess205) was removed on (B)(6) 2008. In (B)(6) 2008, the genital haemorrhage, abdominal pain lower and muscle spasms had resolved. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, weight increased, scar, hypersensitivity, loss of libido, anxiety, eczema, dry skin, bladder disorder, migraine, dyspareunia, alopecia, abdominal pain, arthralgia, back pain and complication of device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bladder disorder, complication of device removal, device breakage, dry skin, dyspareunia, eczema, fallopian tube perforation, genital haemorrhage, hypersensitivity, loss of libido, migraine, muscle spasms, pelvic pain, scar and weight increased to be related to essure (ess205). The reporter commented: once insertion of right device was visualized, there were no coils visible on the patient's right side. The procedure was again repeated on the patient's left, where the essure device was inserted, leaving three coils trailing on the patient's left. She began experiencing pelvic pain, cramping and weight gain shortly after the procedure. The essure coils were removed without difficulty and they were found to be more farther through the tube on the right than on the left. Next, the left tube was grasped with grasper and using the harmonic scalpel the left tube was removed and the essure coils were then removed. Patient tolerated the procedure well. Most of her symptoms resolved after the (B)(6) 2008 surgery. The essure coils were removed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2007: positive; on (B)(6) 2008: negative pregnancy test - on (B)(6) 2007: negative on (B)(6) 2008, hysterosalpingogram revealed successful essure procedure and confirmed full bilateral occlusion. There is venous congestion in the pelvis noted. On (B)(6) 2008, pathology test revealed right and left tube segments of fallopian tubes, two showing marked congestion, otherwise no pathological abnormality.she did have some evidence of venous congestion with dilated, appeared to be ovarian vein on the right and some dilation of pelvic vessels bilaterally. There was no evidence of endometriosis. Gross description: the container is labeled "right tube and left tube." The specimen is received in formalin and consists of two segments of fallopian tube. The first one measures 7 cm in length and 1 cm in diameter. It has an intact fimbriated end. The outer surface is pink tan and smooth. On the outer surface there is a paratubal cyst which measures 1.6 cm in greatest dimension. The second fallopian tube measures 7.2 cm in length and 0.9 cm in diameter. The outer surface is smooth and congested. There are two small paratubal cysts, the largest one measuring 0.2 cm in greatest dimension. First fallopian tube: cassettes #1-2 second fallopian tube: cassettes #3-4. Most recent follow-up information incorporated above includes: on 24-jan-2018: new events added- abnormal bleeding (general), allergic or hypersensitivity reaction with symptom rashes and hives, apareunia (inability to have sexual intercourse), anxiety, eczema, dry skin, bladder or urinary problems or changes, migraines/headaches (frequently - not able to specify how often and severe), dyspareunia (painful sexual intercourse), pain nos, malposition of essure device location of device: fallopian tubes/perforation (fallopian tube(s), hair loss, abdomen pain (not able to quantify ¿ frequently and severe), hips pain (not able to quantify ¿ frequently and severe), back pain (not able to quantify ¿ frequently and severe), spasms and broken and broken in fallopian tubes. Historical conditions, historical drugs, lab data and concomitant drugs added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device location of device: fallopian tubes/perforation (fallopian tube(s))"), device breakage ("broken and broken in fallopian tubes"), pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity in 1994, parity in 1997, parity in 2004, parity on (B)(6) 2005, parity on (B)(6) 2007, pseudotumor cerebri in 2000, papilledema, herniated disc, peripheral nerve injury, trauma, sciatica, pre-eclampsia, rash, amenorrhea, d & c in 2005, bleeding postpartum, protein allergy, food allergy, latex allergy, fruit allergy and environmental allergy. Previously administered products included for an unreported indication: provera. Concurrent conditions included asthma and rhinitis allergic. Family history included hypertension (father), coronary artery disease (father) and stroke (father). Concomitant products included acetazolamide (diamox) since 2002, alprazolam (xanax) since 2003, budesonide w/formoterol fumarate (symbicort), ciprofloxacin (labetrol) since 2002, escitalopram oxalate (lexapro) since 2004, fluticasone propionate (flonase), galenic /glucose/sodium cl/potassium cl/ since 2002, hydrochlorothiazide since 2002, lisinopril since 2002, topiramate (topomax) since 2002, triamterene since 2002, valproate semisodium (depakote) since 2002 and vicodin. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction") with rash and urticaria, loss of libido ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines/headaches (frequently - not able to specify how often and severe)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In (B)(6) 2008, the patient experienced eczema ("eczema"), dry skin ("dry skin"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and abdominal pain ("abdomen pain (not able to quantify ¿ frequently and severe)"). In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), weight increased ("weight gain"), scar ("permanent scars after the surgery"), arthralgia ("hips pain (not able to quantify ¿ frequently and severe)"), back pain ("back pain (not able to quantify ¿ frequently and severe)"), muscle spasms ("spasms") and complication of device removal ("complication of device removal"). The patient was treated with surgery (laparoscopic, bilateral salpingectomy) and surgery (laparoscopic right salpingectomy and left partial salpingectomy (with coil removal) on (B)(6) 2008). Essure (ess205) was removed on (B)(6) 2008. In (B)(6) 2008, the genital haemorrhage, abdominal pain lower and muscle spasms had resolved. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, weight increased, scar, hypersensitivity, loss of libido, anxiety, eczema, dry skin, bladder disorder, migraine, dyspareunia, alopecia, abdominal pain, arthralgia, back pain, complication of device removal, menorrhagia, vaginal haemorrhage and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bladder disorder, complication of device removal, device breakage, dry skin, dyspareunia, eczema, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hypersensitivity, loss of libido, menorrhagia, migraine, muscle spasms, pelvic pain, scar, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: once insertion of right device was visualized, there were no coils visible on the patient's right side. The procedure was again repeated on the patient's left, where the essure device was inserted, leaving three coils trailing on the patient's left. She began experiencing pelvic pain, cramping and weight gain shortly after the procedure. The essure coils were removed without difficulty and they were found to be more farther through the tube on the right than on the left. Next, the left tube was grasped with grasper and using the harmonic scalpel the left tube was removed and the essure coils were then removed. Patient tolerated the procedure well. Most of her symptoms resolved after the (B)(6) 2008 surgery. The essure coils were removed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2007: positive; on (B)(6) 2008: negative. Pregnancy test - on (B)(6) 2007: negative. On (B)(6) 2008, hysterosalpingogram revealed successful essure procedure and confirmed full bilateral occlusion. There is venous congestion in the pelvis noted. On (B)(6) 2008, pathology test revealed right and left tube segments of fallopian tubes, two showing marked congestion, otherwise no pathological abnormality.she did have some evidence of venous congestion with dilated, appeared to be ovarian vein on the right and some dilation of pelvic vessels bilaterally. There was no evidence of endometriosis. Gross description: the container is labeled "right tube and left tube." The specimen is received in formalin and consists of two segments of fallopian tube. The first one measures 7 cm in length and 1 cm in diameter. It has an intact fimbriated end. The outer surface is pink tan and smooth. On the outer surface there is a paratubal cyst which measures 1.6 cm in greatest dimension. The second fallopian tube measures 7.2 cm in length and 0.9 cm in diameter. The outer surface is smooth and congested. There are two small paratubal cysts, the largest one measuring 0.2 cm in greatest dimension. First fallopian tube: cassettes #1-2 second fallopian tube: cassettes #3-4. Most recent follow-up information incorporated above includes: on 13-aug-2018: pfs received- new event abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), apareunia(inability to have sexual intercourse), concomitant condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("cramping"), weight increased ("weight gain") and scar ("permanent scars after the surgery"). The patient was treated with surgery (laparoscopic right salpingectomy and left partial salpingectomy (with coil removal) on (B)(6) 2008). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, abdominal pain, weight increased and scar outcome was unknown. The reporter considered abdominal pain, pelvic pain, scar and weight increased to be related to essure (ess205). The reporter commented: she began experiencing pelvic pain, cramping and weight gain shortly after the procedure. Most of her symptoms resolved after the (B)(6) 2008 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: confirmed full occlusion. Most recent follow-up information incorporated above includes: on 3-jul-2017: quality safety evaluation of product technical complaint. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.